Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue when connecting the uv flash transfer set to the twin bag. When the patient set up the spike port of the twin bag inside the uv assist device, the patient forgot to remove the pull ring cap from the spike port. The uv flash transfer set was in use for four months. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.